Event description:
Pt reported obtaining back-to-back glucose results, of 321 mg/dl and 156 mg/dl on the aviva test system. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped. The aviva test system: strip lot 300205 with expiration date 8/31/07.

Manufacturer narrative:
The suspect product is the aviva test strip.